Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that this patient's hip was revised due to aseptic loosening of the summit basic cemented femoral stem at the cement to implant interface, depuy cement was used. Fibrous tissue between the stem and its surrounding cement mantel was observed by surgeon during the revision procedure. He seemed to think that the stem may have been inadvertently moved before the cement was fully hardened, creating space between the implant and the cement. The hemiarthroplasty hip was converted to a total hip. Doi: (B)(6) 2017; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.